Manufacturer narrative:
An 0x40 alarm was observed in the data along with a rotational sensor malfunction. A leak test was performed on the device, and fluid was observed to leak above the o-ring within the fluid reservoir. The o-ring was observed to be inadequate. Fluid residue and corrosion were observed on the commutator cap; this indicates that the fluid leak resulted in fluid shorting the rotational sensors, causing the rotational sensor malfunction that ultimately halted the device's operation. The inadequate o-ring can be confirmed as the cause of the device's failure to deliver insulin. Corrosion was observed on the pcb. This can be attributed to the inadequate o-ring. The device was connected to an external power supply in order to download data. The voltages of all three batteries were measured being lower than expected. This can be attributed to the corrosion on the pcb. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23.6 mmol/l (424.8 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours.